Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 108) was confirmed. As received, the monitor would not power on. The cause of the inability to power on was a ram failure (components u100 and u101) on the c/a board sn (B)(4). The ram components had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive stain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. (B)(4). No adverse event resulted form the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor was screeching and would not power on. The pt was issued a replacement monitor.